Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test, force sensor test, sleep current measurement, active current measurement, self-test, prime and seating test. Unable to perform displacement test and occlusion test due to missing retainer. Multiple pump error 25 alarms were present in the format history file and pump error 25 was triggered when the lithium backup battery was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector for electronic board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for two days with the device functioning properly during testing as shown in the power management graph. The device was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed power error detected. Customer's blood glucose reading at the time of the incident was not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.